Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low and failing the pre-use test was confirmed. Ventec replaced the external flow module (efm) and the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm and ecm. Further component level cause could not be determined. This MDR has been reassessed as reportable.

Event description:
A customer contacted ventec to report that the exhaled tidal volume (vte) levels were low and their device will no pass the pre-use test. There were no reports of patient involvement associated with the reported event.